Manufacturer narrative:
The investigation into the delivery issue has been completed. The impella pump was returned for investigation. The device was successfully tested in the laboratory with an available 14 french oscor introducer. The investigation noted misuse based on the clinical details that dilation was not done correctly and an edward 14french sheath was used. The cause of the introducer issue was the use of a sheath that was not indicated for use with impella. The conclusion of the investigation determined the physician used improper technique and usage of an unapproved sheath. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk pci section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions as noted in the impella IFU ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluation" this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The clinician reported the physician was having difficulty placing the 14 french sheath. The clinician advised the physician to dilate the sheath prior to pump placement. Reportedly the physician attempted again without dilation and for the second time removed the pump from the body. The clinician replaced the pump for the physician and this time the physician followed the clinician¿s advice and dilated the sheath, which was successful. The original pump was replaced with a new pump by the clinician. No patient harm was reported.